Event description:
It was reported that the external pulse generator was dropped and has physical damage. It subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the lens was broken and the keyboard was damaged and torn. It was also found that the upper/lower cases were corroded. The battery release and lead flex cover were contaminated. The side bail covers, ring covers, and battery drawer were broken. The battery contacts were compressed. The display was damaged.